Event description:
Nellcor puritan bennett received a call from a representative on 10/05/1999, who called to report the following problem: all leds on with a constant single tone alarm and no volume delivered. Found during bench testing.